Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected for use. The catheter was prepped and appeared normal, and the wire was advanced as usual. However, the wire was stuck in the left superior vein. The physician believed the issue was due to the wire catching inside the lumen of the farawave rather than on the vein. The wire became difficult to move, and the catheter was subsequently replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed no damages observed on the device. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was kinked distal section of the inner hypotube.

Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected for use. The catheter was prepped and appeared normal, and the wire was advanced as usual. However, the wire was stuck in the left superior vein. The physician believed the issue was due to the wire catching inside the lumen of the farawave rather than on the vein. The wire became difficult to move, and the catheter was subsequently replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.